Event description:
It was reported that a mitraclip procedure was performed to treat grade 4 mitral regurgitation (mr) in an 81-year-old patient with thin, wispy leaflets, mitral annular calcification (mac), and a challenging transseptal puncture that resulted in limited steering capability. A mitraclip xtw was inserted. However, it was noted that there was limited room to steer the device due to the transseptal puncture. Despite this, the first clip was successfully deployed on the mitral valve. Following deployment, the physician provided a visual observation, though it was not clear whether the observation was related to normal post-deployment settling or any other device-related finding. It was noted that the clip angle before opening was 20 degrees. The clip angle after opening was undetermined but it was noted that it was over 20 degrees. However, it was reported that the clip remained stable on the leaflets, and the outcome was deemed positive, with no adverse patient consequences. After the implant of the initial clip, there was reduction in mitral regurgitation. The physician thought the clip had opened but was not sure if it was clip opened while locked. It was not confirmed. To further reduce mr, two additional mitraclip xt devices were implanted on the mitral valve, resulting in an mr grade of 2¿3. There were no adverse patient effects and no clinically significant procedural delays. The patient was reported to have been discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult or delayed positioning appears to be related to patient and procedural conditions. However, a cause for the reported unintended movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat grade 4 mitral regurgitation (mr) in an 81-year-old patient with thin, wispy leaflets, mitral annular calcification (mac), and a challenging transseptal puncture that resulted in limited steering capability. A mitraclip xtw was inserted. However, it was noted that there was limited room to steer the device due to the transseptal puncture. Despite this, the first clip was successfully deployed on the mitral valve. Following deployment, the physician provided a visual observation, though it was not clear whether the observation was related to normal post-deployment settling or any other device-related finding. It was noted that the clip angle before opening was 20 degrees. The clip angle after opening was undetermined but it was noted that it was over 20 degrees. However, it was reported that the clip remained stable on the leaflets, and the outcome was deemed positive, with the patient¿s mr improving from severe to moderate, with no adverse patient consequences. After the implant of the initial clip, there was reduction in mitral regurgitation. The physician thought the clip had opened but was not sure if it was clip opened while locked. It was not confirmed. To further reduce mr, two additional mitraclip xt devices were implanted on the mitral valve, resulting in an mr grade of 2¿3. There were no adverse patient effects and no clinically significant procedural delays. The patient was reported to have been discharged.